Event description:
A journal article was reviewed that contained information regarding this lead. The lead showed an apparent fracture and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "additional coronary sinus defibrillation lead with a right pectoral ICD and high dft. A case report." Herzschrittmacherther. Elektrophysiol. June 1 2011;22(2):121-123.